Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room (ER) after experiencing an electrical sensation by the device that had awakened him during the night. During the visit, an out of range shock impedance measurement greater than 125 ohms was observed. In addition there were non-sustained episodes recorded due to noise oversensing that resulted in pacing inhibition. Noise was also noted during isometric movements. A non-invasive programmed stimulation (nips) was performed and it was also discovered that there was some undersensing of the arrhythmia which delayed therapy delivery. The device was reprogrammed. A lead revision was performed. This lead was capped and a new rv lead was implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was capped remaining implanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.